Event description:
The pt was being transferred from the shower to the toilet via the overhead hoist tracking system. Carer and mother were both there using the hoist. Carer has said that when the cassette had turned through the turntable and was lined up with the toilet straight track, a end stopper of the turntable fell onto the floor beside them. When they looked up, they could see that the cassette trolley had partially fell out of the side of the turntable. Both quickly grabbed pt and also pushed the cassette back into the turntable moving it along the track towards the toilet. There were no injuries.